Event description:
It was reported that a patient hadn¿t been feeling well for about the last week and a half. She had a loss of therapeutic effect, her implantable neurostimulator (ins) was checked the day prior to the report, and it was dead. The ins died in less than a year, the depletion occurred unexpectedly, and the reporter thought it should have lasted longer. As a result of the depleted battery, the patient had lost weight, increased vomiting, and generally been unwell. She wanted a device with a better battery life or one that could be recharged. The patient needed another surgery to have the ins replaced. Because of this, she may not be able to attend college in (B)(6) if the new device wasn¿t as effective in helping her nausea.

Manufacturer narrative:
Concomitant medical products: product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).